Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and functional undersensing. There was no oversensing observed. The lead was explanted. No additional adverse patient effects were reported.